Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection occurred. The patient had experienced a hypoglycemic event during the loss of connection. The patient claimed he had difficulty seeing and felt unbalanced. The patient went to lay down at approximately 1:00 to 3:00 pm and did not wake back up until midnight. An emergency medical team was not called. A treatment was not made by the patient. The state of condition of the patient at the time of contact was stable. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.